Event description:
The patient said two of his v-gos fell off. He put them on in the early morning and they fell off late morning. He said they were on for three to five hours. He thinks it may have been caused by sweating. He was wearing them on the abdomen.